Manufacturer narrative:
(B)(4).

Event description:
The device was returned due to end of life (eol) from an 80 year old male patient , that was receiving intrathecal lioresal 2000mcg/ml at 124.9mcg/day via an implantable infusion pump. The indication for use of the device was for stroke and intractable spasticity. The concomitant medications and patient history were not reported. There was no known complaint and no patient harm reported.